Manufacturer narrative:
Following the procedure, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Using the same stealthstation s7 system and o-arm 1000 imaging system used in the case. Also, set up the testing area in the same manner as the surgery. Unable to test the same instruments used because they were in sterile processing. System checkout was accurate, no issues found. A medtronic representative, following-up at the site, reported the site used this imaging system in another procedure and did not have any issues. System functioned as it should. A medtronic representative reported that the surgeon did not place any screws prior to noticing the inaccuracy. While using c-arm, the surgeon placed all screws and then confirmed with an o-arm spin. Everything looked great. Software investigation completed. Findings are unable to determine probable cause without further information since the behavior cannot be replicated. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an upper thoracic fusion surgery (levels c4-c5), the surgeon alleged an inaccuracy. The surgeon performed the first o-arm imaging system spin and checked accuracy. The surgeon deemed being inaccurate in all directions, and deeper than should be by approximately one inch and one level off. Using the cranial reference frame, patient pined. The surgeon opted to discontinue the use of navigation and completed the procedure using a c-arm to place the screws. Delay in surgery approximately 10 minutes. Medtronic representative trouble-shooting did not resolve the issue. Noted was that the surgeon was only using the universal drill guide (udg) and the passive planar blunt probes and both instruments were inaccurate in the same direction and by the same amount of accuracy. There was no impact on patient outcome.